Event description:
It was reported that the customer was hospitalized due to excessive bleeding after inserting the sensor too deeply and hitting an artery. The customer has lost some weight, and may not have enough fatty tissue for the angle he's using. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.